Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The rep reported speaking with the patient who inquired how long an ins and lead can be implanted as patient does not want it removed or revised due to it would be brain surgery (lead located occipital location and ins chest). Per patient, they were seen by another rep in (B)(6) area around (B)(6) 2020 and they reported to patient some electrodes on the lead are out of range. Caller has not met with patient for reprogramming, but per patient she is experiencing pain from any programming and is not using system any longer. The rep from (B)(6) saw patient last year but patient does not have exact date or rep name.